Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had pain at the ipg site. The patient refused reprogramming. As a result, surgical intervention may occur.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgery was slated to take place to address the issue. Surgery took place on (B)(6) 2019 wherein the system was explanted.